Event description:
It was reported that this implantable pacemaker recorded a signal artifact monitoring (sam) episode at the time of a surgery procedure. Technical services (ts) discussed the episode with the health care professional (hcp) to provide recommendations. The device remains in service. No adverse patient effects were reported.